Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "not happy" with the implantable pulse generator (ipg) "with how it is functioning". The ipg remains in use. No patient complications have been reported as a result of this event.